Event description:
Patella implant appeared to have deformed and disengaged in 2001, resulting in a surgery in 2001 to remove the disengaged implant. In 2002 the patella implant that was replaced in 2001 surgery also became deformed and disengaged and had to be removed and replaced with another patella implant. That patella implant is still in rptr's knee as of this date. This implant is in their right knee. Reporter had bi-lateral total knee surgery in 1999. Reporter has both failed patella implants in their possession.